Event description:
Ng tube replaced on 1/9/95. Kub showed tube in lung. Ng tube removed. Blood pressure, heart rate, and respiratory rate increased. Oxygen level decreased. Repeat chest x-ray showed pneumothorax chest tube placed. Lung re-expanded. Pt extubated on 1/13/95 and placed on venti-mask.